Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
On (B)(6) 2010, during a routine follow-up, low r-wave was observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.